Event description:
The customer that following a diagnostic catheterization procedure on 08/30/99, a vasoseal vhd kit size 4 was deployed. The pt was re-admitted to the hospital on 09/01/99 with complaints of a right groin bleed. A hematoma was noted in the right groin which was confirmed by ultrasound, and the pt's white blood count was elevated. The groin site was drained by a vascular surgeon and a biopsy was sent to pathology. The biopsy revealed fibroadipose tissue with hematoma, and acute and chronic inflammation was noted. The pt was treated with IV antibiotics and then discharged on oral antibiotics on 09/03/99.